Event description:
An error message was reported with the adc device. The customer received a "replace sensor" message and was unable to obtain readings. As a result, the customer experienced symptoms described as " tremor while sleeping, foaming at the mouth, shock" and a seizure. The customer was provided oral glucose by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "beginning of (B)(6) 2023". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510(k) as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. If unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.